Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure, the 3.5 x 20 mm nc trek balloon was selected. However, when the yellow protective sheath was removed, the shaft of the device was noted to be separated at the point where the soft part of the catheter shaft connects with the stiff part (guide wire exit notch). The device was not used on the patient. Another of the same size nc trek balloon was used to complete the procedure. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The inner member was separated in the middle of the proximal balloon marker. The outer member was separated at the distal end of the mid lap joint. The material was stretched and jagged at the separations. Although difficulty removing the protective sheath was not reported by the site, based on the visual and functional analysis of the device, it appears that there may have been resistance with the protective sheath during sheath removal, which may have led to the shaft separation. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance with regard to the difficulty with removing the protective sheath and subsequent balloon separation was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue are in the process of being implemented and the performance of these devices will continue to be monitored.